Manufacturer narrative:
Continuation of d10: product ID: a71400, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a71400, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller was transferred from hcit due to receiving system error 0x1775eca4 when interrogating ins. Hcit confirmed that from app/tablet standpoint, everything looked up to date and correct. Caller stated when they initially attempted to interrogate ins, it was depleted so they charged it to about 10% and then were able to interrogate it but received message of "therapy has been turned off, the neurostimulator cannot provide settings as they are too high, all amplitudes will be set to 0". When caller selected "set amplitudes to 0", the system error 0x1775eca4 appeared and they were forced to restart the session. Caller stated they've tried this several times and also uninstalled and reinstalled the app. Caller also mentioned that patient has had difficulty recharging for about the last 2 weeks in that they used to charge every 3-4 days and now they charge to 100% at night and by morning, ins is depleted. Caller stated patient, in general, having difficulty charging due to their age. Tss had caller attempt to connect to ins with patient's equipment but they received message that ins was too low/recharge soon, followed by "therapy off" message with code 323. Tss asked about cardiac procedures and patient stated that in mid-august, they were in the hospital due to afib. Patient was "shocked" to get heart back into sinus rhythm and put on a new medication but a few days later, went back into afib and was "shocked" again and since patient has been home they've gone back into afib. Tss walked caller through performing ins reset with tablet which resulted in system error 0x1775eca4 upon interrogation. Caller used another tablet and received the same "therapy has been turned off" and system error 0x1775eca4 messages. Caller stated it was unknown if the ins was off when patient was shocked but assumed it wasn't as patient doesn't typically make adjustments to stim. The issue was not resolved through troubleshooting. Tss reviewed that ins was likely damaged due to shocking events and would require replacement. Tss reviewed considerations given that patient is still experiencing cardiac issues and will likely need further interventions. Caller inquired about vanta given patient's general recharging difficulties. Tss reviewed labeling recommendations for cardioversion with intellis pro vs. Vanta but that we aren't able to provide which is more "protected" against cardioversion. Tss reviewed that hcp could consider waiting to replace ins until patient's cardiac status better controller and/or if they replace ins with vanta, to ensure recommended programming is active during future cardioversion events. Tss reviewed returning ins following explant. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID a71400 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating the latest software version was active on the tablet. Rep noted no replacement date is set. Cardioversion determined to be the cause of the error code. Documented through call with tech services. Unable to resolve therapy issues. Replacement or removal of the system has been discussed with no final decision. Logs will not be made available. Physician is aware of the changes.